Event description:
It was reported that stent fractured. The 85% stenosed target lesion was located in a severely calcified and mildly tortuous vessel. A 3.00 x 20mm synergy xd stent balloon expandable was selected for percutaneous coronary intervention (pci) procedure. During procedure, stent was fractured during placement. Stent was taken out using snare device. Procedure was completely with another device and there were no patient complications.